Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. The subject event can be detected and prevented by implementation in accordance with the below IFU: it was confirmed that instructions, chapter 3 "preparation and inspection", section 3.2 "preparation and inspection of the endoscope" describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the coating was peeling on the connecting tube of the fiber scope. There were no reports of patient involvement.